Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory via the device image. The device was tested on the bench and it was noted that the rf module was in a lock out state. The cause of the issue was due to a three hour lock out state that occurred on the rf module.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient was presented for a routine follow-up. The device could not be interrogated. Repeated attempts were made with different programmers and different rooms but were unsuccessful. Premature eol was noted. Device was explanted and replaced. Patient was stable.